Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material # 309628. Batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Item: 309628. Quantity affected: 4 box. Serial/lot number: n/a. Po : (B)(6). Are any samples available for return? Yes. Reported issue: cust candice prado reported product is wasting medication, nurses are saying fluid spills out. No replacement necessary. Customer disposition request: closing.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.